Manufacturer narrative:
Mindray service representatives reloaded the system software and verified operation.

Event description:
Customer reported an issue with the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.